Event description:
On (B)(4) 2013, it was reported to us that "the customer is suspecting the catheters are responsible for 5 pts have difficulty voiding after uds procedure. One pt has been diagnosed with a positive uti. Dr (B)(6) is very concerned and has not kept any of the catheters used on pts. They do have some catheters with the same lot number available to return for investigation."

Manufacturer narrative:
Upon receipt of this complaint, we evaluated the following data: sterilization validation. Sterilization record for the lot in question. (B)(4) monitoring records for area of production. Pull-test data for package. Bioburden/dose audits. Pull-test data for catheters returned for evaluation. None of the data review presented parameters that were out of specification for this product. Root cause of issue is unknown.